Event description:
It was reported that, "went to impact the trial and when impacted, he tried to pull it and the thread broke in the trial cup, the handle came out and the trial cup stayed in the acetabulum".

Manufacturer narrative:
Evaluation summary: the investigation concluded that the impactor was not fully threaded into the window trial prior to impaction. This did not provide full thread engagement of the impactor, which resulted in the threads of the window trial stripping during impaction.